Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: review of the black box data revealed multiple unexplained power-on-reset events recorded. Moisture corrosion was found inside the battery compartment. Leak testing did not confirm moisture ingress into the pump. The returned battery cap secured to the pump properly. The pump was powered on and ez-prime steps successfully completed. The pump was exercised for 12 hours without any interruption in power. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components.